Event description:
Meter would intermittently give a "clean test area" message. One day the meter contantly gave the clean test area message; therefore, the patient stopped using the meter. Reporter thinks the patient does not take any medication for their diabetes. Several days later, the patient experienced symptoms of feeling weak, and confused; therefore, the home health nurse tried to test on patient's meter and the meter displayed "clean test area".the reporter contacted the paramedics. Paramedic's arrived and tested the patient on their meter and received a 37 mg/dl and treated the patient with glucose. Paramedic's admitted the patient to the hospital. Patient is currently in the hospital and the diagnosis was "low blood glucose". The meter had been cleaned properly and the battery had been replaced. The meter continued to display the clean test area message. The patient suffered a serious injury; however, there is no evidence that the meter contributed to the injury, since the patient experienced sysmptoms that matched the treatment, prior to testing. The issue with the clean test area was not resolved; therefore, this case is being reported as a malfunction.